Event description:
It was reported by service report that the foot section would not fully latch on one side due to a missing clevis pin. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.